Event description:
The customer reported a leak of approximately 20 ml inside the coulter lh 750 hematology analyzer. The leak was not contained within the analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. There was no report of biohazard exposure to open wounds or mucous membranes. No erroneous results were reported in association with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found the tubing popped off the backwash manifold, mf4. The fse replaced the tubing which resolved the leak. (B)(4).